Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision (l) hemi arthroplasty to reverse. Patient complaining of increasing pain over the past 3 years. Surgeon removed the global advantage hemi & replaced with djo reverse. Shoulder extraction instruments provided. Surgeon had some difficulty removing the humeral stem due to proximal cement.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 112808000, lot number y2hab1. Device history review: a DHR review was done for part number 112808000 batch number y2hab1 and no deviations or anomalies were found. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.